Event description:
On (B)(6) 2012, the patient underwent an xlif at l4/5. The patient remained in a lateral position during posterior placement of instrumentation and decompression. The baxano io-flex system was utilized and bilateral l4/5 decompressions were performed with the baxano io-flex 10mm microblade shaver. One week after surgery, the patient was suffering from urinary retention and underwent an mr scan which revealed an intrathecal hematoma with diffuse blood from l1-s1. No further intervention was performed. At two weeks after surgery the patient had fully recovered with no retention or hesitancy.